Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when opening healon device package, the account found that the plastic side of the package containing the main unit was not firmly crimped to the paper part. The account decided not to use the device. The issue occurred prior to the beginning of the procedure and the procedure was successfully completed with a replacement device. There was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: february16, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the visual inspection of the complaint sample consisted of an opened blister trays with a non-activated syringe with 0.6ml of expellable healon solution in it. The blister tray was opened, as the tyvek lid was partially opened. The reported event was confirmed. However, the investigation could not find evidence that this issue was a product defect as the heat-seal impression on the blister tray was observed to be complete. No probable cause for the customer's observation could be determined from this complaint evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.